Event description:
This senior medical surveillance specialist was unable to speak at length with the patient/layperson to clarify or obtain additional info he had reported to a customer care advocate (cca) on 8/26/09. The pt alleged that his onetouch ultramini had powered off during use several months earlier, and then would not turn on at all. Three months later, the pt was dizzy and shaky. He does not recall the exact date or time. However, when the meter reportedly had no power, the pt used a backup. During the conversation on 9/8/09, the pt stated that he was driving his car and had to pull over. For that reason, this specialist offered to call him at a designated time the following day. A follow-up letter will be sent since the pt had not been available. The cca replaced the meter and test strips. Because the pt allegedly had symptoms that can be associated with hypoglycemia after the reported issue began, the complaint is reported. No other info was provided.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.